Manufacturer narrative:
Pr#: (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that pt received radiation burn. The procedure was extremely difficult procedure with complications during this procedure. Physician forced to proceed as pt was in danger of losing a kidney due to obstructed blood flow. The procedure was successful.